Manufacturer narrative:
As received, a lead was returned for the reported event of infection. Visual examination found no anomalies.

Event description:
Related manufacturer reference number: 2017865-2020-01778, 2017865-2020-01780. It was reported that the patient presented in the hospital with an unspecified infection, drainage, and wound dehiscence. There is no known allegation from a health professional that suggests the infection was related to the dual chamber pacemaker system. The physician prophylactically explanted the pacemaker, right atrial lead, and right ventricular lead. The patient experienced no adverse consequences post-procedure.